Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. Reportedly, the customer was able to charge the pump with an alternate cable and adapter. Additionally, it was reported that the pump touchscreen was unresponsive. Customer's blood glucose was 120 mg/dl. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.